Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during intubation the balloon "burst" under normal conditions of use (no other instruments were used). "When inflating the balloon, the operator did not feel any resistance and realized that the balloon had been punctured. The insertion of a catheter from another batch proceeded normally".

Manufacturer narrative:
The returned samples consist of fifty-six (56) products, all the returned samples were received in unused condition with their original packaging. Visual inspection found no visual defects were detected. Functional test was performed and results were all 56 samples passed the leak test. Complaint is not confirmed. No root cause could be determined since the complaint was not confirmed. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
D4: UDI updated **UDI related data quality updates only**